Event description:
It was reported that the device received and they pointed out the door was broken and will need to be replaced which was resolved with return to service and did a full pm on pump pass with no problems, when I try to calibrate pressure sensors the pressure sensors failed calibration, did full pm on pump pressure sensor failed and need calibration, replaced door and latch kit with new ones off the shelf. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.